Event description:
Material#: 382533, lot#: 3178595, 3192270. It was reported by the customer that some are leaking, some get jam and don't retrack. Verbatim: please see the attached document for somes customer returns that came back as defective I need to return for credit. Can you please issue ra's? Please let me know if you need anything else. Thank you, (B)(6). Im/nsp vendor rep. (B)(6).

Manufacturer narrative:
Pr (B)(4): initial MDR submission. A follow up MDR will be submitted if additional information becomes available. The actual date of event is unknown. The date received by manufacturer was entered into the date of event field. Patient problem code: f24 - insufficient information. Device problem code: a0510 - retraction problem.

Manufacturer narrative:
The initial MDR was created in error. It has been identified that the complaint record associated with this MDR is a duplicate record and will be cancelled.